Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that an (B)(6) patient had developed skin irritation on his back. The patient's wife, a physician, applied an unknown medicated lotion to the irritation. The patient's irritation improved.